Event description:
It was reported that the patient presented in clinic. Device interrogation revealed loss of capture due to micro dislodgement of the left ventricular (lv) lead. Programming changes were performed to resolve the issue. There were no patient consequences.